Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-32860. It was reported that the patient was experiencing ineffective therapy due to high impedances. Fluid was discovered in the cap of the connector of the extension. As a result, the patient's lead, ipg, and extension were replaced.